Event description:
Related manufacturer number: 3006705815-2022-16342. It was reported the patient experienced ineffective therapy on (B)(6) 2022. Diagnostic indicated that all contacts are inoperable due to motorcycle incident. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain patient weight, but was not received.

Event description:
Additional information received indicates the leads were replaced to address the issue.